Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data which indicated that quality controls (qc) were within range. Ccc performed mix studies which indicated service is required. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found the cuvette loader jammed. The cse replaced sample probe 2 mixer. The cse performed alignments on sample probe 2, sample probe 3, reagent probe 3, reagent probe 4 and bottom of cuvette. The cse ran quick check which passed. The cse ran precision, resulting within specifications. The cse ran qc, resulting within specification. The cause of the discordant, falsely low ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher and within the normal range. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.